Manufacturer narrative:
Correcting UDI#: from (B)(4) to unknown. Device received for this event is being corrected from osseospeed ev 3.6 s - 11 mm catalog#: 25224 to osseospeed 3.5 s - 13 mm catalog#: 24613. This is a follow up report for the corrected information.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.